Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the supply line had become disconnected from the supply bag resulting in a leak, which is a know cause of the reported alarm. The cause if the disconnection could not be determined from the information provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. This event occurred during dwell three of four of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient stated the supply line was loose and became disconnected from the supply bag and fluid leaked onto the floor. The technical service representative assisted the patient with ending therapy and reviewed the proper procedures per user manual. The patient would perform continuous ambulatory peritoneal dialysis to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.